Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(6). Event occurred in the united states. On 30-april-2024, it was reported that the patient's infusion set leaked at site. The blood glucose level of the patient was 468 mg/dl and treated with manual injection. No further information was available.